Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument (lot#: unknown); unknown ligasur, unknown ligasure instrument (lot#: unknown) emanuel a. Shapera, sharona ross, cameron syblis, kaitlyn crespo, alexander rosemurgy, and iswanto sucandy. " analysis of oncological outcomes after robotic liver resection for intrahepatic cholangiocarcinoma" the american surgeon 2023, vol. 89(6). Doi: 10.1177/00031348221093933. Pages 2399¿2412. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study evaluated the perioperative and long-term outcomes of patients who underwent both robotic and open hepatectomy of intrahepatic cholangiocarcinoma between 2016 and 2021. In the open group, endo gia vascular staplers or 3-0 silk ligasure device were used for large vessels more than 7 mm and another device was used for liver parenchymal transection. The hepatic vein was transected close to the inferior vena cava (ivc) junction. Competitor devices were used in the robotic group. There were 34 patients in the study and 19 were in the open group. In the open group, one patient suffered mortality from multiorgan failure secondary to septic and hemorrhage shock. A second patient experienced 2000 ml intraoperative blood loss from an ivc injury during caudate lobe dissection, required six units of packed red blood cell transfusion; the patient then developed multiorgan failure resulting in death.